Manufacturer narrative:
The hospital replaced the flow sensors which resolved the reported issue. The hospital replaced the flow sensors which resolved the reported issue.

Event description:
The hospital reported that, during a case, ventilation was not functioning as expected. The anesthesia machine was reportedly swapped out. There was no reported patient injury.